Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing was not delivered when required. Initially, this lead was fractured and intermittently lost its capture. No additional adverse patient effects were reported.